Event description:
It was reported that high thresholds, intermittent and loss of capture were noted. This lead remains implanted. The event date is unknown.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.